Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus select ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the distal stent region lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-sep-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 38mm x 3.00mm, concentric and de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a non-bsc guidewire and a non-bsc guide catheter crossed the lesion, predilatation was performed with a non-bsc balloon catheter leaving 70% residual stenosis. A 38 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.